Event description:
We have had two instances of patients with gastric-jejuna! Tubes in place that have been fed/received medications into the wrong location due to changes in the product. The product previously had the jejunal port as the straight port and the gastric port as the side port. In a recent change by the manufacturer, the port locations have been swapped. This change has been further complicated by the rubbing off of the text that labels the ports as either gastric or jejunai. Product information: avanos 18fr transgastric-jejunal feeding tube device lot#: 30153030. (B)(4). Ref report: mw5115943.